Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0037556030. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion, perforation, cardiac and hematoma (hospitalization or prolonged hospitalization, additional device required, surgical intervention). Risk review: a risk review was completed and confirmed that the events of pericardial effusion, perforation, cardiac and hematoma were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a cardiac perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. A versacross connect with the was sheath was used to gain transseptal access. Shortly after transseptal crossing it was noted that left atrium (la) appeared smaller and the imaging physician was having a difficult time finding the transseptal wire and was sheath. A sweep was completed via transesophageal echocardiography (tee) to check for pericardial effusion. There was no effusion noted in the 4-chamber view; however, when the gastric view was checked a circumferential effusion was noted. A pericardial tap was performed to treat the effusion removing approximately 250cc of bright red fluid. The initial attempt at tap resulted in the sheath entering right ventricle (rv). A second pericardial tap was then performed for a second effusion in the rv. The patient was taken to surgery to repair the perforation(s) and possible hematoma near la. The physician planned to ligate the appendage in surgery. The patient remains in the hospital for recovery with no further complications.

Event description:
It was reported a cardiac perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. A versacross connect with the was sheath was used to gain transseptal access. Shortly after transseptal crossing it was noted that left atrium (la) appeared smaller and the imaging physician was having a difficult time finding the transseptal wire and was sheath. A sweep was completed via transesophageal echocardiography (tee) to check for pericardial effusion. There was no effusion noted in the 4-chamber view; however, when the gastric view was checked a circumferential effusion was noted. A pericardial tap was performed to treat the effusion removing approximately 250cc of bright red fluid. The initial attempt at tap resulted in the sheath entering right ventricle (rv). A second pericardial tap was then performed for a second effusion in the rv. The patient was taken to surgery to repair the perforation(s) and possible hematoma near la. The physician planned to ligate the appendage in surgery. The patient remains in the hospital for recovery with no further complications.